Event description:
It was reported that the handpiece was found to have a broken threaded stud. Another handpiece was used with no patient consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.